Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided complete pump reset information, and guided the caller through the reset process. After performing the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.